Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker had rapid battery depletion and telemetry lock out due to cybersecurity updates not performed. No interventions were reported. The patient was stable.

Manufacturer narrative:
Additional information: h6 update to codes for explant and device will be returned. D6b included explant date.

Manufacturer narrative:
The reported event of premature discharge of battery and rf communication problem were confirmed. Analysis of device image revealed high current drain which is consistent with increased duty cycle of the internal circuitry cause by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during the analysis.

Manufacturer narrative:
Correction d9 updated return date to 20 apr 2022.